Event description:
It was reported that the insulin pump alarmed no delivery. While troubleshooting insulin did not exit and the insulin pump alarmed no delivery. The alarm may have been caused by an infusion set and/or reservoir occlusion. The customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.